Event description:
The depuy mitek affilate stated, that a surgeon reported an inflammation around an implant screw from the original surgery in 11/2003. The surgeon had to perform a second operation and removed two broken parts and inserted two absorbable screws in there place. No patient consequences were reported from the second surgery.